Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial, (B)(4), that the patient experienced de novo atrial fibrillation. The event has a possible relationship with the study device. The severity of the event was moderate. The treatment provided was drug therapy.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: start date value "(B)(6) 2022" has been changed to "(B)(6) 2022"

Manufacturer narrative:
(B)(4). Date sent: 12/6/2022. Additional information was requested and the following was obtained: there is no hx of implant or atrial fib. What I noted is this is not a sae but said to be possibly related to the device.